Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). Manufacturer representative (rep) saw a timer counting down on the implantable neurostimulator recharger (insr) and a question mark between the ins and insr icons; confirming that a physician mode recharge (pmr) had been initiated. The patient noted that this is the second time an over discharge had occurred. Information later obtained reported that the patient¿s device was at end of service (eos) and they had a cognitive consult scheduled in order to determine whether they should receive a replacement. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
Additional information received reported that at the time of report the patient needed a psych consult to determine if he would get the device replaced. The patient's appointment with the psychologist was 2015-(B)(6) and it could take up to 3-6 weeks to get the patient scheduled if he did get approved for a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.